Event description:
The device is a cleaning brush that is used to clean the channels of an endoscope after an endoscopic procedure. It was reported that sometime during the cleaning of an endoscope the brush head broke off of the device and was not noticed and removed by the technician. The endoscope was then used during a later procedure and reportedly the brush head was pushed out of the endoscope and into a patient. The brush head was immediately removed from the patient. There was no reported harm or injury to the patient.

Manufacturer narrative:
The actual device involved was not returned for investigation, therefore the actual root cause of the incident cannot be definitively determined.